Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
Following atherectomy in the distal anterior tibial artery (at), the orbital atherectomy device (oad) was removed over the viperwire, and an exchange catheter was inserted. The physician experienced difficulty removing the viperwire and pulled on the wire during removal. The tip of the wire fractured. It was hypothesized by field staff that the tip of the wire may have become caught on the tip of the exchange catheter, which may have caused the fracture. The facility had limited retrieval options, none of which the physician was comfortable using. Angioplasty was used to press the fragment against the vessel wall. After angioplasty, the physician stated he thought the tip was subintimal (intentionally) and non-occlusive. Imaging indicated flow was good, and the physician was satisfied with the results.